Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer stated while replacing the battery, the device alarmed motor error. The customer stated moisture on the liquid crystal display corners was observed. No further information was provided.